Manufacturer narrative:
There was no death or serious injury associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) was returned to the distributor and found to be fully functional. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Device evaluation of electrode belt sn (B)(4) has been completed at the manufacturer. There is no indication of a device malfunction causing or contributing to the inappropriate treatment. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. The patient did not press the response buttons during the event. The cause for the inappropriate treatment event was amplitude oversensing. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 2 times by the lifevest. The patient was reportedly conscious at the time of the event. Amplitude oversensing contributed to the false detections. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient went to the emergency room for evaluation. The patient continued to use the lifevest.